Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity drug eluting stent to treat a severely calcified and moderately tortuous mid left main lesion exhibiting cto. The device was removed from its packaging as per IFU, no difficulties noted when removing the protective sheath, no issues noted on inspection. Negative prep was performed successfully. Lesion was pre-dilated a number of times due to the calcification of the lesion. It was reported that the patient had an atherectomy and was stented. The physician decided to place the relevant device distal to the end of the previously deployed stent. The device passed through the previously deployed stent. Resistance was reported during delivery and excessive force used. Inflation device remained on neutral pressure during delivery of the device. It was reported that there was difficulty removing device prior to stent deployment. Stent dislodgement occurred during removal following failed delivery. The physician commented that there was a possibility that the stent got hooked on the previously deployed stent struts and came off the balloon. The stent was ballooned against the vessel wall and another stent deployed over it. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.